Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.

Event description:
It is reported that the capsule bag tore when inserting the lens into the eye. The incision was not enlarged to remove lens. Lens was replaced with a three piece lens and it is noted that the patient is doing okay.

Manufacturer narrative:
The explanted lens was visually examined in our laboratory. The evaluation revealed the lens was received cut in half with evidence of ophthalmic viscosurgical device,(ovd) on the lens. In addition, a distorted haptic was observed on the returned lens. While we were unable to determine the cause of this event, our investigation reasonable suggests it is not due to a manufacturing issue. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.